Event description:
The affiliate reported the customer alleged erroneously elevated troponin I (access accutni) results, greater than 0.5 ng/ml, for four patients, involving access 2 immunoassay system. The laboratory technician questioned the results and retested the samples with troponin I quality control (qc) level 1 and recovered results of 0.01 ng/ml or less for all four patients. The customer then collected and tested new samples for all four patients and recovered results of 0.01 ng/ml or less shortly after the unit was repaired; these results were released out of the laboratory. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) identified a faulty precision pump. The fse indicated the precision pump belt was defective upon visual inspection and replaced the belt. The fse replaced the precision pump upper seal and o-ring. The fse cleaned the precision valve and aligned the main pipettor. The fse performed testing to verify instrument precision using 10 replicates of tpoab and 5 replicates of gi monitor as both use low-volume (10 ul) sample pickups; coefficient of variation (cv) for both runs were approximately 2.5%. No instrument precision issues were identified. The fse completed the substrate portion of system check; the substrate check passed within specifications. The unit conformed to the manufacturer's published performance specifications.